Event description:
An implant failed in function. Pt is same pt as medwatch report #2023141-1997-00427

Manufacturer narrative:
Co found on 0801 implant to actually be a 0803 implant. No observable defects could be found with the component itself. Measurements taken met design requirements. Review of the lot history of the subject product could not be completed since the lot number was unavailable from the dr.'s office.